Event description:
The customer reported one of locks is broken and won't hold in place during length of exam. No pt involved.

Manufacturer narrative:
The handle is broken. The rep determined the horizontal cross-arm brake handle was broken. The cradle brake is inopertive. The rep determined the cradle brake needs replacing. To resolve problem he removed and replaced the horizontal cross-arm brake handle, ordered parts, checked overall operation and verified the system performs as intended.